Event description:
It was observed that during the device evaluation, the distal end cover of the gastrointestinal videoscope had a burn. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that this event occurred because the high-frequency treatment device was used without maintaining a sufficient distance from the patient¿s body. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.